Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; all keypad buttons under responsive. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/26/2017 with the following findings: on examination, the keypad cover was intact and without damage. On testing, all keypad buttons were confirmed to be unresponsive. The keypad cover was removed for investigation and revealed no evidence of contamination on the contacts of the keypad buttons. The pump was opened for further investigation and revealed moisture damage inside the pump on the printed circuit board and on the keypad flex connector. Investigation duplicated the complaint.